Event description:
Pt was admitted to hosp on 3/10/94 with a foley catheter and was discharged on 3/14/94. Pt was transfered to a nursing and convalescent center. There is no evidence in the chart that the foley was replaced at the hosp during stay. Pt was transfered back to the hosp ER on 3/30/94 with complaint that foley was stretched by the pt while walking in her room at the nursing home and broke off. The tip of the catheter was thought to be in the bladder. A follow up cystoscopy revealed that the tip was not in the bladder. The foley catheter appears to have a straight edge upon examination as if it had been cut rather than stretched to break.